Manufacturer narrative:
Complete entry = (B)(6). Patient information: no further information was provided. This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated architect stat high sensitive troponin-I results for one patient. Sample ID (B)(6) generated 520.8 pg/ml. On roche the patient's sample was negative. The lab retested the original sample and generated 414 pg/ml. At the alternate hospital 16.78 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, attached data, trending data, labelling, device history records and field data. Return testing was not completed as returns were not available. Review of trending reports identified no trends related to the complaint issue. Device history record review for lot 25065ud00 did not identify any potential non-conformances, or deviations associated with the customer¿s observation. Labelling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 25065ud00 was evaluated using data from worldwide customers. The patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 25065ud00 was identified.

Event description:
The customer obtained falsely elevated architect stat high sensitive troponin-I results for one patient. Sample (B)(6) generated 520.8 pg/ml. On roche the patient's sample was negative. The lab retested the original sample and generated 414 pg/ml. At the alternate hospital 16.78 ng/l. No impact to patient management was reported.